Manufacturer narrative:
(B)(4). Concomitant medical products: 118001, versa-dial/comp ti std taper, 842130, 113672, comp primary stem 12 x 194 rev, 986710, 113044, versa-dial 46x21x50 hum head, 788480, pt-113950, pt hybrid glen post regenerex, 242120. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02349, 0001825034 - 2018 - 02350, 0001825034 - 2018 - 02351, 0001825034 - 2018 - 02352.

Event description:
It was reported that the patient underwent initial shoulder arthroplasty on an unknown date. Subsequently, the patient was revised due to instability. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Initial implant date - unknown date, (B)(6) 2017. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial shoulder arthroplasty on an unknown date. Subsequently, the patient was revised due to instability and dislocation. Attempts have been made and additional information on the reported event is unavailable.